Manufacturer narrative:
The actual device was returned for evaluation with an undetermined malfunction. Reliability engineering evaluated the device and observed that there were holes in the hose and the device would not turn. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to misuse and /or abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had an undetermined malfunction. During in-house engineering evaluation, it was observed that there were holes in the hose of the device and the device would not turn. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.